Manufacturer narrative:
Complaint confirmed, a piece of the impactor broke off. Light deformation was also observe don the edges of the impactor head. Additionally, the anvil is worn due to repeated impaction. The cause of the impactor breakage is undetermined, however a likely cause is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the distal tip has broken off the ar-611-4. This occurred in a case; there is a small part missing from the tip. Per the rep, there were x-rays done after the case and the tip was not seen.